Manufacturer narrative:
The reported events of high pacing lead impedance and capturing problem were not confirmed, while the event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with tissue. Electrical tests did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that the patient presented for in-clinic follow up with high out of range pacing impedance exhibited by the right ventricular lead. The patient was then admitted for lead revision where further evaluation revealed intermittent capture, although chest x-rays were unremarkable. During the procedure the physician attempted to reposition the lead. However, the helix failed to extend. The lead was explanted and replaced.